Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 09/14/2016. The returned product met specification as received. Visual inspection found the jaws clean of residual tissue. The device was latched and unlatched with no problem. The jaws did not stick when grasping and activating on porcine tissue. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that the jaws of the device were sticking to tissue after activation. No patient injury occurred.